Event description:
The customer reported that during prime for the procedure, they received an alarm, 'air could not be detected'. They unloaded the kit and used another kit. There was no patient connected to the device during prime, therefore, no patient information is reasonably known at the time of this event. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: an optia set was received for investigation. Upon visual inspection, no misassemblies or defects were noted. No air was noted in the return line or pump header. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.